Event description:
It was reported that the lead showed an increase in impedance. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed lead resistance/impedance increase. The right ventricular pace lead impedances rose steadily from 760 ohms the week of (B)(6) 2009 to a high of 2144 ohms the week of (B)(6) 2010. No patient alerts are observed because the threshold for maximum right ventricular pace lead impedance is set at 2500 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.